Event description:
It was reported that the patient was programmed with four groups (a-d). At night, the patient turned off his implantable neurostimulator (ins). He then turned it back on to group b to take his morning walk. On two occasions since (B)(6) 2013, he had turned the stimulation on to group b with the patient programmer and within a few minutes he felt tingling in his left hand and his gait was impaired. When he interrogated the ins, the programmer showed that it was on a different group (in one case it was on group a, in another case it was on group d). He reset the pc to group b without any residual effects. It was stated that the patient was concerned that the ins was changing stimulation groups intermittently. When checked with the clinician programmer, all therapy settings appeared to be normal. Impedance testing was done. Patient status at time of this report was alive with no injury. It was later reported that the patient was receiving normal therapy and had been advised to contact a manufacturer representative if an unexpected group change occurred in the future.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 64002, lot# n320010, implanted: (B)(6) 2012, product type: adapter; product ID 3389s-40, lot# va00wwz, implanted: (B)(6) 2012, product type: lead; product ID 3389s-40, lot# va00wwz, implanted: (B)(6) 2012, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).